Manufacturer narrative:
The customer was contacted for the return of the suspect device. The customer indicated that they will replace the device instead of repair. The device will not be returned to zoll for evaluation.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.